Event description:
Clinical narrative: this case is being closed out as a npi and non-reportable event.

Manufacturer narrative:
Upon review by fellow company employees, it was determined that there is no reportable complaint against the impella. All the information regarding this patient and the event can be found under (B)(4) for the associated impella 5.5. Any further information received will be reported under the impella 5.5. H6 codes have been updated.

Manufacturer narrative:
The investigation was completed. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. The device history reviewed and passed all the post sterile inspection checks.

Event description:
Clinical review/rationale: the impella 5.5 was placed as care escalation from a prior placed impella cp. The 5.5 was placed to continue the support of the 36 year old male with a history of cardiomyopathy, cardiogenic shock, and known cancer history. The pump was supporting when there was an observation made of self resolving ventricular tachycardia (vt). The team planned for a repeat of imaging for the pump positioning under echocardiography. It is unknown if pump malpositioning was the cause of any vt.